Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
This complaint is being created due to FDA medwatch # (B)(4) received on 29april2024 iabp placed at [redacted name], pre-op for a cad (coronary artery disease) patient had a loud alarm during emergent stroke code transport. Alarm stated, "failure to fill". Balloon had to be taken out emergently. Unsure of effect on patient as neuro status has become a bigger issue. Balloon disposed of machine not set aside for assessment and now cannot be identified.